Event description:
The event occurred on an unspecified date involving a secondary set, secure lock, 34 inch, and it was reported that the tubing was found with contaminants embedded in the drip chamber from the pharmacy. The materials found were black, brown, and white. Upon inspection they cut open the drip chamber and found the material to also be embedded inside the wall of the drop chamber. For the white material, they found that most of them were free floating inside the drip chamber. There was no patient involvement.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete. (B)(6),